Event description:
It was reported that a minicap was found to be broken after 10-15 minutes of use on a patient and iodine came out. The patient did not see any issues with the minicap after opening the package and was able to put it on without any problems. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.